Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause. Investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 58 complaints for muscle and joint (m&j) products during this time period for the class/subclass. One complaint was confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Pcom investigation for complaint #-us/pr-# was executed in march of 2018. Lot s68516 for m&j 4ct pack was confirmed with known CAPA's for an adverse event safety request for investigation. The root cause category was equipment/other with method as the contributing factor. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for m&j products refer to attached trend chart for mar2016- mar2019. There is no further action required. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related: no. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] the ones that I had a couple of months ago that leaked,used tape to tape around the outside of the pad to keep those from escaping, never got burnt, didn't have an adverse reaction [intentional device misuse] , I had a problem with the leakage of that, those metal filings or whatever they are, a couple months ago [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) from an unspecified date at an unspecified frequency for back pain. Medical history included membranous glomerulonephritis, kidney problem from high blood pressure, 9 fused vertebrae. Concomitant medications included diltiazem at 180mg, atorvastatin at 40mg, losartan at 50mg, terazosin at 2mg, atenolol at 25 (units not confirmed), celecoxib (celebrex) at 20 (units not confirmed). The consumer reported, "I also wanted to tell you that I had a problem with the leakage of that, those metal filings or whatever they are, a couple months ago (2018). I didn't keep the boxes I just worked with it, I didn't know what it was at first. I thought maybe it was a dirt from behind my toilet but I didn't have any adverse skin reaction or anything. It messed with the porcelain on my toilet but nobody notices that but me so, but I do have two boxes. I use these things all the time. I have tried every other thing on the market, icy hot patch, all the others (unspecified products) and I have 9 fused vertebrae, it's sort of a fact of my life." The consumer also said, "the ones that I had a couple of months ago that leaked, what I did with those, because they are pretty expensive and I wanted to use them and I used tape to tape around the outside of the pad to keep those from escaping but like I said I never got burnt, I didn't have an adverse reaction. I just wanted to make sure that you guys have an opportunity to fix this so that you don't take them off the market." Consumer did not have the product details (lot#, expiration date, UDI#, ndc# and upc#) of the thermacare that consumer used couple of months ago. The consumer bought them at the store. She started using these several years ago. She also provided started date as 2007-2008 because that's when her back problem started and she started trying all these different products. The consumer had blood work twice a year. The only thing that was not normal was the creatinine which was an indication of the kidney issue but it was stable. The action taken in response to the events for thermacare heatwrap was unknown. There was no medical intervention for the events. The outcome of the events was unknown. As of 06may2019, according to the product quality complaint group: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause. Investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 58 complaints for muscle and joint (m&j) products during this time period for the class/subclass. One complaint was confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Pcom investigation for complaint #-us/pr-# was executed in march of 2018. Lot s68516 for m&j 4ct pack was confirmed with known CAPA's for an adverse event safety request for investigation. The root cause category was equipment/other with method as the contributing factor. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for m&j products refer to attached trend chart for mar2016- mar2019. There is no further action required. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related: no. Complaint confirmed: no. Follow-up (21apr2019) : follow-up attempts are completed. No further information is expected. Follow-up (06may2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the patient identified that the heatwrap leaked and used the heatwrap after she applied a "tape around the outside of the pad". The patient "never got burnt" while using the heatwrap. No adverse event was associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time., comment: based on the available information, the patient identified that the heatwrap leaked and used the heatwrap after she applied a "tape around the outside of the pad". The patient "never got burnt" while using the heatwrap. No adverse event was associated with the use of the device. This single event malfunction has a theoretical risk to cause skin burn. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time.